Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological surgery. According to the reporter: during the procedure, cutting became dull. Another device was used to complete the procedure. No bleeding occurred. No unanticipated tissue damage occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was not extended.